Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 63092. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. (B)(4).

Event description:
It was reported that a syringe 3ml saline fill china sp was found to be damaged during use. The following was reported by the initial reporter: "on (B)(6) 2020, the patient was given postoperative medication as prescribed by the doctor. When the tube was flushed after the medication, it was found that the outer package of the prefilled syringe was damaged and leaking air, which was suspected to be contaminated and abandoned. The new product was replaced. (B)(4)."